Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The pacemaker was returned for analysis. No anomaly was found on the header. Electrical, mechanical, and longevity analyses were normal with no anomalies found.